Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-01511 pertains to the first resolution clip device and manufacturer report #3005099803-2015-01512 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure the clip would not release from the catheter to deploy. Another clip was opened for use; however, the same issue occurred with the second resolution clip device. A needle device was used to complete the procedure. There were no patient complications reported as a result of this event.